Manufacturer narrative:
Cracked reservoir tube lip, scratched display window and cracked case near display window corners noted during visual inspection. Pump passed prime/delivery, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Audio tone functioned properly during alarms and alerts. No audio/beep anomaly noted. Pump passed self test. (B)(4).

Event description:
The customer reported via phone call that the insulin pump may not be functioning correctly. Customer stated that the device was not alarming as programmed, causing her to miss alerts. The customer stated that she had a blood glucose level of 500 mg/dl several nights prior to the call. During troubleshooting, the device proved to be functioning correctly. Customer requested a replacement. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.